Event description:
On (B)(6) 2009, while troubleshooting with a company representative, the patient discovered his insulin infusion device did not vibrate when testing the quick bolus function nor when the device was placed in stop. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.